Event description:
The customer reported the monitor screen displayed an egg shaped image and the system locked up when this happened. No report of pt injury.

Manufacturer narrative:
The ge rep performed an on site investigation. The image processor board was replaced. The system was then found to be operating as intended.